Event description:
Caller stated that medical attention was sought on (B)(6) 2025 around 11:00am at home. Caller stated that he tested his blood glucose with his prodigy meter and was unable to test due to the ts not staying in the meter. Caller stated that a normal reading for that time of day is usually around 140mg/dl. Caller stated that his wife called paramedics due to him not being able to test with his meter. He stated that he is unaware how long it was between him attempting to test and when the paramedics were called. Caller stated that he did not consume any medication food or drink while waiting for paramedics. Caller stated that he was passed out on the floor and the medics picked him up and put him in bed. He stated that the paramedics tested his blood glucose with their meter and received a reading of 28mg/dl. He was given a glucose in an IV and transported to the hospital. Caller did not disclose what hospital he was treated at. Caller stated that he was given another glucose treatment and was put on oxygen when he arrived at the hospital. He stated that he was at the hospital for 24 hours and does not recall what his blood glucose was when he was discharged. No additional information was provided.

Manufacturer narrative:
1. No nonconformance was found or recorded in the document (B)(4) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6) and strips (lot#: d240712c-4). 2. The suspected test strips, which have a 2-year shelf life, were manufactured on 2024-07-12. Both the suspected and retained strips were re-tested using the suspected and retained meters (serial#: (B)(6), along with valid control solutions (batch#: level low: 3ah1a06, exp. 2026-02-28; batch#: level high: 4ah3a23, exp. 2026-07-31). The re-test results are shown below, and the desiccants in both strip vials remain functional (orange color). However, the gcs test results (level low: failed/failed; level high: failed/failed) did not meet the acceptance criteria (level low: 40-85 mg/dl; level high: 230-340 mg/dl). 3. The suspected meter, which was shipped to pdc on 2021-04-29, and a retained unit were used to re-examine settings and functions. No malfunction was observed in the retained unit. The standby current (4.4 ua) of the suspected meter met the acceptance criteria (< 55 ua); however, there was no response from the bgms when samples, including blood and control solution, were applied. 4. The investigation concluded that the malfunction of the suspected meter resulted from a deformed connector pin. The connector had passed insertion/withdrawal testing at least 10,000 times, and the meter is designed to operate properly under normal usage conditions. Additionally, all meters passed glucose measurement testing prior to shipment. Therefore, improper user handling might have caused the malfunction.